Event description:
Our distributor in another country, reported that an elbow connector was missing from an rt106 adult inspiratory heated breathing circuit kit. This was detected during their inwards goods inspection. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA, but it is similar to a product which is sold in the USA. The rt106 breathing circuit was not returned to the MFR. An analysis was carried out based on the event description and results of previous investigation on similar complaints. Operator error during the packing process resulted in failure to pack all the required components in the circuit kit. The circuit pack appears to have also passed visual inspection for missing components. A lot check revealed no other complaints of this nature for this lot number. Conclusion: a CAPA was implemented and new standard operating procedure (sops) put in place to assist the operator on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. The effectiveness of the improvements implemented are being monitored to determine if further improvements are necessary. Our monitoring and trending of missing/wrong components in breathing circuit kits has a rate of occurrence worldwide as of 20008 of 0.0047 %.